Manufacturer narrative:
(B)(4).

Event description:
It was reported that, following implant, the patient returned for reprogramming on (B)(6) 2010. The hcp was unable to provide coverage of the patient's regions of chronic pain. Reference MFR. Report # 3004209178201004357 for information regarding patient's previous device.